Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was reported as an unspecified break in aseptic technique; however, upon follow up the physician could not confirm the break in aseptic technique, therefore, the cause of the event was assessed as unknown. It was unknown if the patient was hospitalized for the event. The patient was treated with an unspecified antibiotic (drug name, dose, route, frequency, and duration not reported) for peritonitis. Dianeal therapy remained ongoing. At the time of this report, the patient was recovering. While no specific breach in aseptic technique was communicated, the physician reported the patient was scheduled to be retrained on proper aseptic technique as well as proper connect/disconnect procedures. No additional information is available.